Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4). Investigation summary the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.

Event description:
It was reported from germany that during service and evaluation, it was determined that the handpiece device had the following failures: will not run - electrical control unit damaged, worn coupling, moving parts do not move smoothly - trigger, and will not run - motor damaged. It was further determined that the device failed pretest on the following: check the cannulation, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Event description:
It was reported from germany that during service and evaluation, it was determined that the handpiece device had the following failures: will not run - electrical control unit damaged, worn coupling, moving parts do not move smoothly - trigger, and will not run - motor damaged. It was further determined that the device failed pretest on the following: check the attachment coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. B5: the event description has been updated accordingly.

Event description:
It was reported from germany that during service and evaluation, it was determined that the handpiece device had the following failures: will not run - electrical control unit damaged, worn coupling, moving parts do not move smoothly - trigger, and will not run - motor damaged. It was further determined that the device failed pretest on the following: check the attachment coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. B5: the event description has been updated accordingly. Investigation summary : "service evaluation: product: 532.101 (colibri ii handpiece)/ 18167 . Reported issue: does not work. A visual and functional assessment was performed on the device according to se_463364_ak . The following steps failed: section 30: check the attachment coupling section 60: check for sticky triggers section 70: check function of device section 140: check power with power test bench during the service evaluation the following failures were identified: functional : will not run - electrical control unit damaged, visual : cosmetic damage - worn coupling, functional : moving parts do not move smoothly - trigger, functional : will not run - motor damaged conclusion: failure reported is confirmed . Root cause: improper maintenance (3214) . Action: repair". Device history review : no manufacturing record evaluation required as no manufacturer or service related issue found.